Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw1458 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "when the PICC line was being removed the guide wire became stuck, and when it was removed the wire was frayed and the j tip had been lost. This fraying occurred distally along the guidewire very high up the humerus and the care provider did not feel that excessive force was used in advancing or retracting the guidewire. Radiology confirmed the retained guidewire fragment and determined that due to its small size, it was not clinically significant and risks inherent to attempted removal would outweigh any benefit." Additional information received 03/29/2022: a detailed description of the placement: placed on or after (B)(6) 2022 in the right humerus after unsuccessful midline catheter placement. How was the break and/or retained segment discovered? Are radiographic images available? X-ray. No images available. What type of imaging was used to verify broken piece in patient? Are pictures available? X-ray. No images available. What type of catheter securement was utilized? N/a; as the broken piece was the guidewire. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No patient harm. Any long-term patient harm? No long term patient harm. "Retained piece of guidewire was determined to be in soft tissue, was not considered clinically significant, and the risk of removal outweighed the potential harm of leaving it in place. "